Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. The customer decided to keep the air gas module. Evaluation of the received device logs confirms the reported event. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. As no goods were returned for investigation, the cause of the reported failure could not be determined. H3 other text: 4114.

Event description:
Manufacturer reference #: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test displaying the message system volume too large. There was no patient involvement. Manufacturer reference #: (B)(4).